Event description:
A sight reported to rxsight that a patient's light adjustable lens (lal) was delivered backwards in the patient's eye. During the implantation procedure, the patient communicated that they were in distress/pain, reportedly related to the patient clamping and occluding the pain medication line. The physician did not remove or flip the lens to the correct orientation in order to avoid further patient discomfort and due to the patient's shallow capsular bag and the possible risk of a capsular bag rupture.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).